Manufacturer narrative:
Concomitant product: cook fusion omni-tome (fs-omni). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record from this lot could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state the following: "note: for best results, wire guide should be kept wet, if applicable." The instructions for use indicate the user should "fluoroscopically monitor wire guide advancement in ductal system." Prior to distribution, all delta wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On 07/26/2016, we received the following information via the cook sales representative: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook delta wire guide. [There was] "a lot of resistance when the nurse wanted to make the exchange between the wire guide and the sphincterotome. The wire guide didn't stay in the good position. The wire guide came [out of the duct] with the sphincterotome." The following was received on 07/28/2016: "the doctor didn't lose the wire guide each time. At the beginning, he lost the wire guide (ejected from the bile duct when removing the sphincterotome). For the other procedure, they [were] careful when removing the wire guide (they blocked strongly the wire guide to be sure that the wire guide stayed in the good position). From the doctor in the past it never happened [no previous occurrences]."